Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the main valve seal was disengaged. The balloon appeared intact. The lock collar and converter doors were intact. The inflation syringe was not received. The obturator was received. Functional testing noted that the balloon was attempted to be inflated however, a hole at the distal end was noted. The flapper door, when actuated, opened and closed properly. The converter doors moved freely and were secured in place. The lock collar moved up and down the cannula and snapped securely in place. The obturator was inserted and removed without restriction into the trocar and cannula. It was reported the seal disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. It was also reported that a rapid loss of pneumoperitoneum occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'sharp contact' that had no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic left inguinal hernia repair with mesh, the grey rubber valve gasket seal on the top of the trocar dislodged while mesh was being inserted through the trocar. Additionally, there was a rapid loss of abdominal pressure. Another trocar was inserted to finish the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.